Event description:
Patient in for inferior vena cava (ivc) filter. 2 different option elite ivc filters (same lot # 11493589) opened; neither filter could be advanced out of hub. A 3rd filter with a different lot number was opened, prepped and deployed within patient without difficulty.